Event description:
The manufacturer received information alleging a ventilator unexpectedly stopped and began to alarm. The screen turned red. The patient was ambu bagged until the device was changed out. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during use. It was alleged that the device stopped working, alarmed, and the screen turned red. The patient was manually ambu bagged during the transition from the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation; however, the evaluation has not yet been completed at this time. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. This report is being submitted to correct the following. The country is being corrected on this report to columbia. The narrative is being updated and corrected.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator unexpectedly stopped and began to alarm. The screen turned red. The patient was ambu bagged until the device was changed out. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: a trilogy evo ventilator was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was not confirmed. The event log was uploaded and there were no reportable events recorded. The device passed the functional test. Cosmetic damage and contamination of excessive dust, lint, black stains and yellow hoses with white residue inside were noted during the evaluation. The particulate filter and air inlet filter needs to be replaced. The device passed final testing.